Event description:
It was reported that the device was used during a colostomy reduction with a reanastomosis procedure. It was reported that the device was lubed and inserted into the rectum. Resistance was noticed approx 10cm from anus. The device was removed, bowel and rectum resized, and device was re-inserted again. Resistance was noticed again. The device was once again removed and inspected. At that time, it was discovered that (1) staple leg was exposed out of instrument staple housing, thus creating the resistance. The protrusion of the staple resulted in a 2-4cm posterior mucosal laceration in the pt's bowel (viewed by scope). The laceration of the bowel caused additional bleeding and the need for suture.